Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the probe was broken at a position 17 mm from the tip. The surface was fractured, there was a black discoloration on the probe fracture surface. The cracks spread from the black discolored part. There were no scratches around the starting point of the probe rupture. The grip surface was worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unknown procedure, the probe broke on the sonosurg curved scissors,hf,pistol grip,5mm x 34cm. The broken probe has been recovered and was replaced with another one. The procedure was completed. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event. 1. The output was performed while pressing only the tip of the probe strongly against the tissue. Or the output was performed while twisting the scissors while holding the tissue. The probe cracked. 2. A load was applied to the tip of the probe, and the probe broke from the crack. The wear on the grip surface was likely caused by the fact that the grip was closed and ultrasonic output was repeated in a state where nothing was gripped between the grip and the tip of the probe, or when it was not possible to confirm whether the tissue being gripped could be separated. However, the root cause of why the device was not handled according to the device instructions for use (IFU) could not be determined. The following is included in the IFU and may have helped prevent the event: "do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface.". "Do not activate ultrasonic output while twisting the insertion section to grasp hard or thick tissues or while turning the rotatable knob. The probe could contact internal parts and become damaged.". "Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound.". Olympus will continue to monitor field performance for this device.